Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that the customer had a no delivery alarm on the insulin pump. Caller stated that the cannula and everything was changed this morning. Customer's blood glucose was 304 mg/dl but it went up to 480 mg/dl after the set change. Customer treated with the pump. Caller stated that the insulin did exit the tubing during manual prime. Customer had a no delivery alarm and a low reservoir alarm in the alarm history. Caller stated that they do not have a tubing clamp. Caller was advised that a tubing clamp will be sent and to call back to continue troubleshooting once they receive it. Customer was advised to do a complete set change. Caller stated that some of the high blood glucose readings are due to human error as the customer's pattern weren't changed during her feedings.